Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's lid assembly to resolve the issue. The non-critical issue originally reported by the customer was unable to be resolved. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.